Event description:
Patient-filed mw5108808 received by (B)(6) medical on (B)(6) 2022. Outcomes attributed to adverse event: required intervention. Event description: "received 10/12/2016/ bellafil on (B)(6) 2017. In (B)(6) 2022, 10-12 large granulomas appeared where the bellafil was injected. Face is disfigured. Retrieved medical records from md who injected bellafil, dr (B)(6). Saw (B)(6), md on (B)(6) 2022 for evaluation."

Manufacturer narrative:
Patient-filed mw5108808 received by (B)(6) medical on (B)(6) 2022. Outcomes attributed to adverse event: required intervention. Event description: "received 10/12/2016/ bellafil on (B)(6) 2017. In (B)(6) 2022, 10-12 large granulomas appeared where the bellafil was injected. Face is disfigured. Retrieved medical records from md who injected bellafil, dr (B)(6). Saw (B)(6), md on (B)(6) 2022 for evaluation." (B)(4). No further information has been provided after multiple attempts to contact the patient via the contact information provided on medwatch mw5108808. As of the date of this submission, bellafill provider information, dates of injections, bellafill lot numbers, etc. Is unknown. Bellafill use cannot be confirmed at this time. (B)(6) 2022: (B)(6) emailed the patient with request for additional information., including name of bellafill provider, dates of injections, locations of the granuloma and date of onset, type of intervention provided, etc. On (B)(6) 2022: no response. (B)(6) emailed a reminder to the patient. On (B)(6) 2022: no response. (B)(6) called the phone number and left a voice message with a reminder about the questions in the two (2) prior emails, and also provided a phone number for a call back. On (B)(6) 2022: no response. (B)(6) called again and left another voice message reminder. No response as of the date of this submission. The locations of the bellafill injections is unknown. Per the bellafill instructions for use (IFU): the bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Granuloma are anticipated patient events that are documented in the bellafill IFU. Clinical studies support that these issues may resolve with or without treatment. Bellafill syringes are single use devices that are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."